Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set fell off events during use on 24-may, and 26-may-2024. The set was in use for about 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.